Event description:
It was reported that during an unspecified treatment procedure with stent implantation shaft break occurred. Vascular access was gained via the femoral artery. The 80% stenosed, 3.5x28mm target lesion was located in the non-calcified and moderately tortuous left anterior descending artery with a significant bend between 45 and 90 degrees. The lesion was predilated with a balloon with good results. A liberté stent 3.50x28mm was used but failed to cross the lesion despite several balloon dilatation. Upon several trials to push the stent, the shaft broke outside the y-connector. The exact breakage area is unknown. The device was removed and another device was used to complete the procedure. The patient remained stable and no patient complication has been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box. There was blood in the wire lumen. The balloon was tightly folded with the stent secure on the balloon. The stent was stretched. The hypotube was fractured 93.5 cm from the guidewire exit notch. The hub and proximal portion of the hypotube were not returned for analysis. The fracture face was oval shaped, as if kinked prior to separation. There was no other damage to the device. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure with stent implantation shaft break occurred. Vascular access was gained via the femoral artery. The 80% stenosed, 3.5x28mm target lesion was located in the non-calcified and moderately tortuous left anterior descending artery with a significant bend between 45 and 90 degrees. The lesion was predilated with a balloon with good results. A liberte stent 3.50x28mm was used but failed to cross the lesion despite several balloon dilatation. Upon several trials to push the stent, the shaft broke outside the y-connector. The exact breakage area is unknown. The device was removed and another device was used to complete the procedure. The patient remained stable and no patient complication has been reported.